Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended.

Event description:
The customer reported the system was arcing and displayed an over-voltage error code and shut down. No pt injury was reported.